Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. Visual inspection was performed under normal conditions of illumination. During analysis, it was noted that no damages were detected; however, arch height pump tube looks low almost flat. During accuracy testing, the sample was connected to the cadd legacy plus and a balance mettler toledo to look for unusual function; no discrepancies were detected; the accuracy test was successfully passed. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Other text: (B)(6).

Event description:
Information was received indicating that a smiths medical cassette was involved in a cadd pump alarm going off indicating that the reservoir volume is empty. However, when the customer was attempting to replace the cassette with another one, he noticed that there was still medical fluid in the cassette that alarmed empty. There were no reported adverse events.